Event description:
It was reported that following an angiogram in the left groin, a femoral angiogram was taken in right anterior oblique (rao) and the left anterior oblique lao projections to access for use of a closure device. A 6f angio-seal was placed in the left groin to close the arteriotomy. Minor oozing was noted and light digital pressure was held. The patient left the cath lab with doppler pulses. A few hours later, the patient started complaining of numbness and tingling to the left lower extremity. Doppler pulses were absent from the popliteal down in the left leg. The patient was referred to a cardiovascular surgeon for evaluation and was taken to the operating room for a femoral embolectomy. An incision was made in the right groin. At this point, the common femoral, superficial femoral and deep femoral arteries were dissected distally and proximally for control. The common femoral vein was opened transversely and the patient was given another 5000 units. No blood clot was found in the superficial femoral artery. Multiple attempts were made to declot the common femoral artery and left external iliac revealed an angio-seal clip was dislodged and was in the iliac artery. Angio-seal clip was retrieved. Good pulsatile flow was obtained. The patient has recovered and tolerated the procedure. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st.jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal patient information guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the patient should contact their physician immediately at the number listed on the patient information card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.